Manufacturer narrative:
The device has been received by anspach. The device was evaluated and met performance requirements, including temperature assessment, but did exhibit some vibration dur to wear. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating the device was "heating." The device was not being used during a procedure. The date of the event is unk. No pt or user injuries were reported. There was no additional information provided.